Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure the physician implanted the lead in the patient's right ventricle, and was unable to fix the lead and the lead was replaced. The patient was stable.